Event description:
A report was received that patient experienced low back and leg pain. The patient underwent a trial procedure. The patient broke his lead and connector and wanted to proceed with another trial of scs.

Event description:
A report was received that patient experienced low back and leg pain. The patient underwent a trial procedure. The patient broke his lead and connector and wanted to proceed with another trial of scs.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.